Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported endoscopic image that briefly turned black and white before returning to normal. Additionally, the right-side portion of the endoscopic image was displayed intermittently and also briefly turned black and white for an olympus video system center. There were no reports of patient harm.